Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted with a pressure regulating shunt in (B)(6) 2018 due to a car accident. It was stated that the patient was in a coma before surgery and was still in a coma after surgery. In (B)(6) 2019, the patient was transferred from the surgical hospital to another hospital for treatment. At present, the patient was hospitalized and was in a coma. It was requested to adjust the pressure position from 1.0 to 0.5. Additional information received reported that the patient's pressure had been adjusted from 1.0 to 1.5. After the pressure was adjusted according to the opinion of the director of neurosurgery, the patient's current condition was still not improved, and the patient was still in a coma. The director asked to have the pressure adjusted again since at present, the patient was hospitalized in the neurosurgery department and in a coma. The following day, the patient was in a more serious condition than before the last pressure adjustment. It was noted the pressure needed to be adjusted as soon as possible. The manufacturer representative had contacted the director and had already adjusted the pressure to the patient. At the time of tes ting, the valve pressure was 1.5. After communicating with the director, the pressure was first adjusted to 1.0. After observing for a period of time, it was decided whether to re-adjust pressure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no environmental/external/patient factors that may have led or contributed to the issue. There was no device malfunction. After the adjustment, the patient's hydrocephalus improved, and the pressure was adjusted in time according to the need for pressure regulation.